Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h11 for more details.

Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the cutting wire was detached, and the blade fell off. This was interpreted to be cutting wire securing component (anchor) separates from catheter (w/o detachment) resulting in tip will not bow, which is established as a reportable event. Per our evaluation of the returned device on (B)(6) 2025, the cutting wire anchor has not separated as previously interpreted. Instead, the cutting wire has broken in one location without detachment. This has not historically caused or contributed to a serious injury nor death; therefore, this event no longer meets the reporting criteria of an FDA MDR report.

Manufacturer narrative:
PMA/510(k) # k172665. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc protector. It was reported that the physician advanced the device through the endoscope working channel to duodenal papilla, during cannulation when the physician was ready to cut, he found that the cutting wire was detached and the blade [cutting wire] fell off, and could not cut. User changed to another device to successfully complete the procedure. This is being interpreted as cutting wire securing component (anchor) separates from catheter (w/o detachment) resulting in tip will not bow. (Subject of report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.